Manufacturer narrative:
(B)(4). The user facility reported to have removed the rear panel to disconnect the speaker cable from the control board to silence the alarm. A covidien customer support engineer (cse) inspected the device but was unable to duplicate the report event. The cse replaced the top membrane as a precaution. The ventilator passed all testing according manufacturing specifications.

Event description:
A report was received stating a ventilator experienced an unresponsive alarm/silence reset button. There was no patient involved. There was no report of serious injury or death associated with this event.